Event description:
During a ptca treatment procedure, the maverick2 monorail 20x2.5 mm balloon developed a pinhole leak after being inflated to four atms. The lesion being treated was a calcified, 99% stenotic lesion in the mid left anterior descending coronary artery. The lesion had been treated with a 1.5 mm balloon, however, was not effectively expanded so this device was used. When the maverick2 monorail balloon was inflated to four atms, blood came into the inflation unit. The pinhole leak was detected when the device was checked outside the patient. Another balloon was used and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good.'